Event description:
The customer reported the system displayed an "overload fault" error message. This error is likely to result in an un-commanded loss of system functionality and require a system reboot. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A series of voltage calibrations were performed. The system was then found to be operating as intended.